Manufacturer narrative:
The hill-rom technician found the side communication cable needed to be replaced. Per the hill-rom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in february 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the side communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed nurse call was not working. The bed was located at the account. There was no patient/user injury reported. (B)(4).